Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. The technician found the source of the event was the recirculation pump. The pump had seized up causing a fuse within the unit to short. This sequence caused for a small amount of smoke to emit from the unit. The technician replaced the recirculation pump, ran a test cycle, confirmed the unit to be operating according to specification, and returned it to service. The unit was manufactured in 2005 and the pump subject of the event was the original to the unit. No additional issues have been reported.

Event description:
The user facility reported that a plume of smoke emitted from their reliance synergy washer. No report of injury.